Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for entrapment of the device requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. There was a jet at a2/p2. Imaging was challenging due to the anatomy and imaging windows. The first mitraclip was implanted without an issue reported. A second mitraclip advanced to further reduce mr and became caught in the chordae and could not be freed. Despite being caught, a good grasp on both leaflets was obtained and deployment was continued. During lock line removal, tension was noted immediately. Only one side of the line was visible. Troubleshooting was performed, the clip delivery system (cds) was removed so the lock line could be pulled through. The lock line was successfully removed and clip was fully deployed. Mr was reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip caught on chordae and difficulty removing the lock line. The reported poor image resolution was due to the anatomy and imaging windows. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.